Event description:
It was reported that the patient underwent a spinal procedure to implant the interbody device. The implant's coverplate could not lock onto the main construct. The doctor elected to implant the construct without the coverplate. No patient complication was reported.

Manufacturer narrative:
(B)(4): visual review of coverplate did not reveal cracking, wear, breakage, deformation, or any other material / functional issue. Sample interbody spacer utilized to functionally evaluate coverplate interface. Coverplate fully and securely engaged into interbody spacer without issue. Device. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.